Event description:
It was reported by the affiliate that the (1) cs6s was used during a total gastrectomy procedure. It was reported that the tissue pad fell into the patient but was retrieved. The case was completed with another device and with no patient consequence.